Event description:
Attorney reported: (B) (6)1998 - patient underwent a ventral hernia repair surgery. Patient's hernia was repaired with a 3" x 6" bard composix e/x mesh patch. On (B) (6)2005 - patient underwent a ventral hernia repair surgery. Patient's hernia was repaired with a medium-sized composix ex mesh patch and he recovered from the surgery. In early 2008, patient began experiencing severe abdominal pain and recurrent infection of the abdominal wall. On (B) (6)2008 - patient presented to the hospital with complaints of abdominal wall abscess. An abdomen CT scan revealed that the mesh implanted in patient showed "internal buckling". On (B) (6)2008 - patient again presented to the hospital with complaints of umbilical infection. On (B) (6)2008 - patient underwent surgery in which several layers of hernia mesh were removed from the abdominal wall. During surgery, it was discovered that at least one mesh patch had been compromised and pieces were lodged in the abdominal wall. The surgical pathology report described "infected mesh" with multiple pieces of "scant fibrous and friable material". Patient subsequently endured a painful and protracted recovery process during which his activities were restricted, and he was unable to lift heavy objects. Because of the defective composix e/x patches and all the medical visits and surgeries they necessitated, patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. It is unclear which particular implanted mesh was "compromised" or possibly buckled. See MDR 1213643-2010-00322 for information related to the composix e/x mesh implanted on (B) (6)1998.